Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broken off at 14.5 mm from the distal end. There were scratches on the probe. The shape of the broken surface showed that a crack spread from the scratches as the starting point. The ptfe pad was worn. This type of probe damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, it is known that a probe of a device is cracked since a user output the device contacting with something hard and the probe is broken when the probe is received a load. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation of the subject device and the similar cases in the past, the wearing of the ptfe pad might be caused by activation in seal & cut mode while grasping nothing. The instruction manual of the subject device already states; do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
It was informed that the probe of the subject device was broken off out of the patient. Details of the procedure were unknown. The doctor completed the procedure with another device. No patient injury was reported.